Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading at one point was 48 mg/dl. It was discovered that the cannula was also occluded. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.